Event description:
End user alleges while operating the motorized wheelchair in the roadway she struck a pot hole and fell out of the seat. Allegedly, as a result of the incident, the end user was hospitalized overnight for observation.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported operating the motorized wheelchair in the roadway on uneven terrain. The owner's manual warns, 'do not attempt to climb steps greater than 1.5 inches in height or operate on unstable surfaces', and 'do not drive your teknique on the roadway".